Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Fyi: 05/20/2024 the so# 44701176 was just uploaded into parent - 988975# is closed out. Need to add investigation findings and send follow-up MDR. G3 will be when investigation closed unless there is immediate reportable information in the service order provided. Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d9, h3. It was reported that during use the cardiosave intra-aortic ballon pump (iabp) had may require maintenance error occurred. A getinge field service engineer (fse) confirmed a message was generated stating that maintenance was required. The display went dark, then restarted. Error codes 78 and 80. No reproducible after 258-hour running test. The connection between the coil cable and the circuit board was checked and confirmed to be secure. No replacement parts were required. Regular calibration and regular inspection based on the regular inspection record sheet were performed with good results. Returned to the hospital. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h4, h6 (investigation type, investigation findings & investigation conclusions), h10. No additional information has been received in regards to the repair and status of the iabp. This complaint is being closed. If this information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. H3 other text : evaluation not requested by complaintant.

Event description:
N/a